Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that a prismaflex st 150 set had a "cracked line at the top of filter to return line". This was observed at initial inspection when the filter packaging was opened and prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection of the unused set showed that the return line inside the screwed connector was cut. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. A corrective action preventive action record was previously opened to address this issue. The damage was reported to be observed prior to use; therefore, this would prevent the device from being used or result in a delay of therapy. This is not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.